Manufacturer narrative:
(B)(6). The actual devices were not available; however, a photograph of the samples was provided for evaluation. A visual inspection with naked eye noted that the caps were cracked. The cause of the cracks could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of two (2) minicaps, the caps were found cracked (split). There was no patient injury or medical intervention associated with this event. No additional information is available.